Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/2016 using the pod 5 / page 44 warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 107 warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Inspect the infusion site daily at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the pod that had occurred over two (2) years ago. The patient did not go to any clinic or hospital but the doctor on file (the patient¿s doctor) called in for antibiotics for the patient for minor infection (patient mentioned ¿boiling¿). Patient discarded the pod so device is not available for return. The patient is a kidney transplant patient and has a low immune system. Patient was able to activate a new pod.